Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that almost 8 months after the dental implant was installed in intraoral region 4#, its loss of osseointegration was observed. Moreover, 40ncm of primary stability was achieved and the patient presented bone type ii.